Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a cut to the outer jacket of the proximal end of the driveline was not confirmed. The submitted log files were reviewed and there was no indication of a functional issue with the driveline. The pump operated as intended throughout the log file. No photos of the damage were available, and no product will be returned. A root cause for the reported event was not conclusively determined through this analysis. The patient remains ongoing on lvas, serial number (B)(6). No further events have been reported at this time. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section e of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a cut to their proximal driveline through the sheath. Despite the reported damage to driveline, there was no electrical conductor issue seen in the event log. Rescue tape was applied to the damaged area.